Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided), and was subsequently hospitalized. The customer reported that the low bg was not due to the pump, however, the customer declined to provide additional information regarding the issue.